Event description:
On (B)(4) 2009, a haemonetics rep reported a power failure within their orthopat machine. No donor or operator injury or reaction was noted.

Manufacturer narrative:
On (B)(4), 2009, a haemonetics rep reported a power failure within their orthopat machine. No donor or operator injury or reaction was noted. Eval of the returned device confirmed there was blood present in the machine. The issue caused damage to the power supply and various other components as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).